Manufacturer narrative:
(B)(4). Halverson et al. "Clinical outcomes of biomet explor modular radial head arthroplasty system." Pg. 1-33. Reference journal article. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A review of the complaint history determined that no further action is required. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: explor 10x20mm implant modular radial head catalog #: 11-210022 lot #: ni. (B)(6). This report is number 2 of 2 MDR's filed for the same patient (reference 0001825034-2017-02205).

Event description:
It is reported in a journal article that one patient experienced moderate wrist pain, mild elbow pain, and radiographic lucency three months following right radial head arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.